Event description:
During a tonsillectomy, a co2 laser was used in the pt's throat. When the laser was fired through the bronchoscope, black smoke came from the pt's mouth. The pt sustained burns in the mouth and pulmonary edema.